Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump remaining flat when pressed. During the procedure the existing device was removed and replaced. Upon explant; the reservoir was found to be empty. There were no patient complications related to the event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of fluid leak and pump collapse were unable to be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The pump was visually inspected, leak and functionally tested; however, no visual damages were identified and the component passed all tests performed. Visual inspection of the reservoir identified wear at fold in the component shell. A leak was also identified in the kink resistant tubing (krt) result of sharp instrument damage consistent with explant. This explant damage was considered a secondary failure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump remaining flat when pressed. During the procedure the existing device was removed and replaced. Upon explant; the reservoir was found to be empty. There were no patient complications related to the event.